Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the collagen marker and the end of the device had sheared off. The procedure was completed with another like device. There was no patient consequence.